Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported insulin leaking from the reservoir during infusion set change. The blood glucose reading was 215 mg/dl. The customer stated that the reservoir leaked from both ends when filling and the insulin would not fill beyond the fill tubing screen. It was reported that he was pre-filling his reservoirs for the entire month, which was not recommended. The lot number was not available because the customer had discarded the reservoir. Nothing further reported.